Event description:
It was reported that error code 1871; clock battery overdue was experienced.

Event description:
It was reported that error code 1871; clock battery overdue was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by ICU medical on 09-mar-2022 via email and was attached in complaint object: the events occurred during preventive maintenance in our facility. There was no patient involved. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump review of the event history log showed an occurrence of "error code 1871." Functional testing duplicated the reported error message. The investigation found that the clock battery was higher than 1500 hours. The investigation determined that a faulty motor was the cause of the reported error code. The motor and clock battery were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1 and d4, model number